Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper implant selection, using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of left foot numbness following the initial procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant. He also added an additional implant of the same type below the middle implant to help fixate the joint. The patient reported continued foot numbness after the procedure.